Event description:
Case submitted for inflammation along with antibiotic treatment.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (8021545-2024-04389), was submitted on 15-nov-2024. However, based on the description of the event, it was found that the inflammation was due to antibiotic treatment. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. Additional information - this MDR is being submitted to include the below: b5: describe event or problem. H6:health effect - clinical code (e), health effect - impact code (f) and medical device problem code (a).

Manufacturer narrative:
E1: patient country:germany. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced inflammation at the infusion site event on (B)(6) 2024 . No further information available.